Event description:
Complainant alleged that during routine preventative maintenance the device's pacer output was not functioning. Complainant indicated that there was no patient involvement in the reported malfunction.